Event description:
Pump programmed to deliver 7 ml/hr for 12 hrs for a total volume of 84 ml. Pump started at approx 8:30 pm. Caregiver reported to nurse at 11:00 pm, that pump alarmed that the bag was empty. Nurse went to pt's home to verify that the dose was delivered in approx 3 hrs. Nurse initiated measures to ensure pt's safety. Pump was bench tested "in-house" and it was determined there was significant error in the program vs rate. Rptr contacted MFR rep. Pump taken out of svc and returned to MFR on 3/17/96.